Manufacturer narrative:
Evaluation summary: no device evaluation was performed since the graft was not returned to the MFR. Four products from the same batch number than the complaint device were still in a subsidiary stock. A verification of these products was performed and products were confirmed to be 30 cm grafts and not 15 cm as labeled. A review of the device history records indicated that seven igw00028-15 (batch no 160542) and seven igw0028-30 (batch no 160541) were manufactured the same day and were issued/cut from the same 80 cm greige material. It is believed that the process sheets identifying the products from batch numbers 160542 and 160541 were mixed after the cutting step by the manufacturing technician. As a result, the documentation identifying the seven igw0028-15 batch 160542 was associated to the 30 cm grafts and the documentation identifying the seven units of igw0028-30 batch 160541 was associated to the 15 cm grafts. As the product labels were generated based on the documentation, all fourteen products were incorrectly labeled. As a result of this mislabeling, intervascular instituted a product recall for the products of both batch numbers. Intervascular notified the affected customers in 2007, and the relevant competent authorities on aug. 2, 2007. Please note that the affected units were not located in the u.s. It is believed that there is not an immediate patient safety risk as the difference in length would be immediately obvious upon opening of the packaging. The investigation we performed indicated that the mislabeling was due to a human error after quality control operations. Circumstances that lead to the product mixing are still unclear and will be discussed with manufacturing technicians. A corrective action plan will be then prepared to prevent any further occurrence of this nature. A follow-up report will be submitted within 30 days upon receipt of any relevant add'l info.

Event description:
It was reported that an intergard woven of 28 mm diameter had length of 30 cm while labeled as a 15 cm length. This graft was reported lot 07d05. Graft was however implanted.